Manufacturer narrative:
Initial report sent to FDA on 09/08/2009.

Event description:
Procedure: video assisted thoracoscopy with biopsies. According to the reporter: three thoracoscopic ports were placed. Biopsies were obtained using a stapling device, and chest tubes inserted. The pt was found to have a metal piece (approx. 2 mm x 3 mm) resembling part of the stapler in her lung. We cannot confirm that in fact this foreign body is part of the stapler because it is inside the pt. This piece marks how far the staple load has been deployed. The piece inside the pt closely resembles the piece from the piece of equipment.